Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump (6400) was returned for investigation in good condition. The customer reported product problem was not evidenced in the event history log. The customer reported product problem was not replicated. Test results were all within the published customer spec of +/- 6.0%, outside the internal spec of +/-3.0%. No fault was found with the pump.

Event description:
Information was received indicating that during testing a smiths medical cadd-legacy one ambulatory infusion pump failed accuracy at "-7.1%." No adverse effects were reported.